Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient was experiencing discomfort due to apparent device malposition. The device pocket was revised. The right atrial lead was removed and reimplanted. The right ventricular lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient called, and stated that their device needs to be repositioned. No further information could be obtained through follow-up investigation.